Event description:
It was reported that the customer experienced low blood glucose (bg) levels on (B)(6) 2023 and (B)(6) 2023 of 37 and 59 mg/dl. The low bg causes were not known. The customer consumed glucose tablets and drank apple juice to address bg for both low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.